Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the specified threshold. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reappear.